Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd). The patient was hospitalized for this event. The patient was treated for 12 days with vancomycin (dose, route, and frequency unknown). The patient was also treated for two days with 1g cefuroxime (route and frequency unknown). The patient recovered from the peritonitis and had been discharged from the hospital. After being discharged from the hospital, the patient experienced recurrent peritonitis. The patient was hospitalized for this event; however treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The treatment was not reported. The cause of the peritonitis was not reported. It was not reported if the patient had recovered from this event. It is unknown if pd therapy was ongoing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers 13c13h25 and 13e15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).